Event description:
Info received indicates the brake will only lock at the head end of the stretcher.

Manufacturer narrative:
The technician replaced the broken rocker arm at the foot end to repair the stretcher.